Manufacturer narrative:
Based on the available information this is deemed a serious injury. From a preliminary clinical perspective, a causal relationship between the esteem 1 pc drainable invisiclose pouch and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to the reporter, she goes weekly to an ostomy clinic to have this appliance changed. Her primary care physician applies silver nitrate to the fistulas. The wound care nurse at this location is using a crusting method with stomahesive powder and allkare protective barrier wipes. She is also using eakin cohesive seals. The end user will be sent a different one piece appliance that has both stomahesive and durahesive material. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported that within the last 2 weeks, a rash has developed under the mass at the 12 and 6 o' clock positions. She described this rash as having a burning feeling. She was unable to provide the sizes of the rash. The end user has two fistulas located vertically in a figure 8 configuration.